Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer was diagnosed with infection of the intestines, loose stool and vomiting and could not control her bg running 500mg/dl to the range of 600mg/dl. Customer¿s blood glucose value at time of incident was 545 mg/dl and current blood glucose value was 199 mg/dl. The customer experienced symptoms such as ketones. The customer was treated with insulin injection. Customer did not allege pump was under delivering. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.